Event description:
It was reported the piccline's integrated valve does not prevent passive reflux until blood arrives in the extender. This neutral bi-directional valve is not hermetic. Immediate treatment: addition of an extra valve (valve on valve). Consequence: major risk of occlusion of the piccline by a blood clot, making it unusable and requiring replacement. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking valve was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one sealed 4 fr sl powerpicc solo catheter kit. The unit was functionally tested by flushing the luer with water using a 12 ml luer lock syringe. During testing, no leaks were identified. The solo valve was separately tested by infusing the catheter with water and suspending the catheter upside down to observe if the solo valve leaked; however no leaks were identified. Based on the available evidence, the reported failure could not be confirmed. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported the piccline's integrated valve does not prevent passive reflux until blood arrives in the extender. This neutral bi-directional valve is not hermetic. Immediate treatment: addition of an extra valve (valve on valve). Consequence: major risk of occlusion of the piccline by a blood clot, making it unusable and requiring replacement. No further information was provided.